Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump found pump motor gear train anomaly corrosion and-or wear and-or lubrication. Review of the logs found multiple motor stalls and recoveries. During destructive analysis, significant corrosion and residue were noted on gear 1, 2, and 3, as well as the rotor magnet.

Event description:
It was initially reported that patient had experienced withdrawal symptoms especially increased pain, slight agitation. A motor stall was indicated that could not be recovered by reprogramming; stall occurred on (B)(6) 2012. Possible source of emi (electromagnetic interference) was ruled out. Physician was advised to program the pump to minimal flow rate and to plan a replacement. Drug delivered via the device was morphine. The product was later received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.